Manufacturer narrative:
Additional information related to auto mode has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that the auto mode was not active at the time of incident.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer's blood glucose level was 49 mg/dl. The customer reported that the insulin pump got stuck in a roller and the screen had a little crack on it and screen was blank. It was unknown if the insulin pump was on auto mode at the time of incident. The insulin pump will be returned for analysis.